Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) while considering removal at a ratio of 1:2, a beep sounded and the screen went black. When restarted it, was able to pump normally. But was considering removing it, so ended the treatment as it was. When transferred to replacement device, checked the alarm history from the back screen. Errors #118 and #112 appeared, videowdtfailed, and serverwdtfailed were found.